Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type ii. It was reported that once in a while, the patient received a jolt that felt like when you stick your finger in an electric socket. It has been about 6 months since he last felt the last jolt and it happened to him on and off. There were no further complications reported.